Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high thresholds. The rv lead also exhibited loss of capture at maximum outputs, unstable thresholds, and oversensing occurred one time. The lead remains in use. No patient complications have been reported as a result of this event.